Event description:
It was reported that this implantable pacemaker was explanted and replaced due to telemetry disabled. No further information was provided related to the event. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.